Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 40 mg/dl and a headache. Reportedly, customer had insulin on board, and then participated in increased physical activity. Reportedly, the customer required assistance from school nurse to treat bg level via consumption of carbohydrates. Pump data review by tandem clinical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.